Event description:
Pt received a 2nd/3rd degree nickel size burn above the right temple after elcectroconvulsive therapy. The electrodes were not making good electrical contact with the pt. Nursing believes that the headband was too loose. The stimulator passed the self-test prior to use. Gel used. Is not recommended for ect. Stimulator passed all performance tests to MFR's specifications. Experimental testing verified that stimulator can pass self-test but still cause a burn.